Manufacturer narrative:
The customer contacted siemens to report that two falsely elevated total human chorionic gonadotropin (thcg) test results were obtained from a single sample on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer to inspect the instrument. The cse found the base reagent was contaminated. The cse performed a decontamination procedure on the instrument. The cause of the falsely elevated thcg was contamination of the base reagent. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
Two falsely elevated total human chorionic gonadotropin (thcg) test results were obtained from a single sample on an advia centaur xpt instrument. The initial result was not reported to a physician(s). The same sample was repeated twice on the same advia centaur xpt instrument giving falsely elevated test results. The repeat results were not reported to a physician(s). The same sample was repeated a third time on the same advia centaur xpt instrument, and a test result that matched the initial result was obtained. The third repeat result was not reported to a physician(s). The same sample was repeated a fourth time on an alternate advia centaur xpt instrument, a test result that matched the initial result, and third repeat result was obtained. The fourth repeat result was reported to a physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.